Event description:
It was reported that the patient had an infection in (B)(6) 2012 that resulted in a surgical revision of the lead and implantable neurostimulator. Two incisions were required to remove and replace the lead as there was fibrosis present around the lead. After implant, strong motor responses were found and x-rays were used to confirm lead placement. The implantation was considered successful. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the lead component had 'pulled up' into the sacrum above the s3 foramen. The patient outcome, as of (B)(6) 2012, was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v501927 serial#, implanted: 2010 (B)(6), explanted: product type lead product ID, 3037 l ot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).